Event description:
Healthcare professional reported a right side deflation, bilateral capsular contracture, baker grade IV right and double bubble breast deformity. Healthcare professional also reported hardening. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Manufacturer narrative:
Un-reporting the code b12. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation, capsular contracture baker grade IV, and double bubble breast deformity. Healthcare professional also reported hardening. Device has been explanted and replaced.